Manufacturer narrative:
This serves as a correction report. The decision tree was incorrectly completed for the previous initial (B)(4) report. This report is being submitted after the decision tree was completed for the correct reported serial number.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low readings on her adc freestyle libre sensor when compare to readings obtained from a competitor¿s brand meter. The customer further reported the sensor was loose and she experienced low blood sugar with symptoms described as shaky and sweaty. The customer had contact with a healthcare professional who diagnosed her with diabetic ketoacidosis (dka) and treated with 2 units of insulin. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving low readings on her adc freestyle libre sensor when compare to readings obtained from a competitor¿s brand meter. The customer further reported the sensor was loose and she experienced low blood sugar with symptoms described as shaky and sweaty. The customer had contact with a healthcare professional who diagnosed her with diabetic ketoacidosis (dka) and treated with 2 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h-4 (device mfg date) has been updated based on the product download. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.